Event description:
It was reported that the patient presented to the operating room for an investigational procedure to find the cause of frequent high out of range pacing lead impedance measurements on the atrial lead. The physician suspected an anomaly of the guarder spring for the ring electrode connection. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The reported field event of out of range atrial impedance measurements was confirmed in the laboratory. The device was tested on the bench and epoxy was found underneath the atrial set screw. The root cause of atrial impedance was confirmed to be excess epoxy in the header preventing the set screws from securing the leads.